Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter during use. The following information was provided by the initial reporter: "sharp piercing through catheter. Nurse inserted canula and introducer into patient, got flashback but no further blood into cannula. Nurse pulled out and noticed that the needle had gone through the cannula catheter, pulled out, catheter intact apart from hole in it where needle pierce through."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter during use. The following information was provided by the initial reporter: "sharp piercing through catheter. Nurse inserted canula and introducer into patient, got flashback but no further blood into cannula. Nurse pulled out and noticed that the needle had gone through the cannula catheter, pulled out, catheter intact apart from hole in it where needle pierce through."